Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. Upon interrogation the right ventricular lead exhibited high impedance. Sensing and capture threshold was within normal range. Lead replacement was discussed. The patient was stable.

Event description:
New information states that the right ventricular lead was capped and replaced on (B)(6) 2018. Fracture was noted on the lead. The patient was stable before, during and after the procedure.